Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 400 mg/dl at the time of incident. Customer reported that the insulin pump had pump error. Customer reported that they was able to clear the alarm. Customer stated that they was able to rewind the insulin pump. Customer reported that they performed displacement test and self test and both teat passed. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.